Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a territory manager that during a transfemoral tavr, mounting the 29mm sapien 3 valve on the delivery system was met with abnormal pressure. Valve alignment was performed in a straight section of the descending aorta. Additionally, fine adjust wheel seemed to flex the catheter and stopped drawing the balloon into the valve at mid marker. The physician unlocked and re-locked on several occasions to see if he could garner further adjustment and finally mounted manually under fluoroscopic guidance. The valve was deployed appropriately resulting in a 90-10 deployment. Additionally, the patient developed a pericardial effusion. However, it was unclear whether it was related to challenges mounting valve. The pericardial effusion was drained. It was observed that there was continued bleeding, and this resulted in opening the chest to identify the bleed. The root cause of the issue was identified by the surgeon to be lv perforation. The exact root cause of the lv perforation remains unknown.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: inflation balloon material was returned unpleated. Balloon inflated with no damage, leakage, or abnormalities observed on the distal end of delivery system. Functional testing was performed, and engineering was able to pull the balloon shaft to the warning marker, lock and utilize full fine adjustment with no abnormalities observed. Locknut/collet force measurements were taken of the returned device and measurements showed device met specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve alignment difficulty gross and fine adjustment were unable to be confirmed as no applicable procedural imagery was provided for evaluation. No manufacturing non-conformances were identified during engineering evaluation. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during a transfemoral tavr, mounting the 29mm s3 valve on the delivery system was met with a tremendous amount of pressure. Valve alignment was in straight section of descending aorta. Additionally, fine adjust wheel seemed to flex the catheter and stopped drawing balloon into valve at mid marker. The physician unlocked and re-locked on several occasions to see if they could garner further adjustment and finally mounted manually under flouroscopic guidance. Mounting the valve was the primary issue as fine adjustment wheel cause system to flex and was not drawing balloon under valve frame as intended''. The reported inadvertent 'flex' during valve alignment may be from tension introduced onto the system. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Per 3mensio review, tortuosity was present within the patient's anatomy. Although valve alignment was reported to be performed in a ''straight section'', it is still possible that valve alignment was performed in a non-straight section of vasculature which can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of 'diving' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), (perforation of left ventricle) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (root issue was identified by surgeon to be lv perforation likely associated with diagnostic wire and unclear whether it was related to challenges mounting valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.